Event description:
The customer reported that she is getting button error alarm on her insulin pump. Customer stated that her insulin pump is out of warranty and she is getting an upgraded pump. The customer's blood glucose is unknown. No troubleshooting done. Customer did not agree to replace the pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.